Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported thrombus appears to be due to patient anatomy. Additionally, the reported patient effect of thrombus is listed in the instructions for use, and is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report thrombus. It was reported that a patient presented with grade 3 functional mitral regurgitation (mr). During a mitraclip procedure, the clip delivery system (cds) was brought through the steerable guide catheter (sgc). As soon as the cds went into the left atrium, a clot formed at the tip of the cds. The cds and sgc were removed from the anatomy. The clot spontaneously resolved. It was noted that the patient had pre-existing reduced cardiac output and cardiac index that worsened with anesthesia, which resulted in poor cardiac flow and thrombus. The case was aborted. There were no adverse patient sequelae or clinically significant delay. No additional information was provided.